Manufacturer narrative:
A steris service technician went onsite to inspect the 3085-r surgical table and found no issue with the function or operation of the surgical table. No repairs were required. The reported event is attributed to user error as facility personnel should not have unlocked the 3085-r surgical table while a patient is on the table. The 3085-r surgical table operator manual states (1-1), "warning - tipping hazard: do not release floor locks while patient is on table." A steris account manager counseled facility personnel on the proper use and operation of the 3085-r surgical table, specifically to not release the floor locks while a patient is on the table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3085-r surgical table was unlocked by facility personnel and began to tip. There were no injuries associated with the reported event. No report of procedure delay.